Event description:
It was reported by dealer that the right side crossbrace broke in the upper section in the middle of the tubing on the mvps wheel chair. Patient is (B)(6). Dealer is stating they have not seen the chair.